Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bilateral rupture.

Event description:
Patient reported bilateral rupture diagnosed by radiologist. This relates to right side. Device has been explanted.

Event description:
Patient reported bilateral rupture diagnosed by radiologist. This relates to right side. Device has been explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified the device was broken shell and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.